Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not provided in the maude database. Reference data in the maude database included: device event key (B)(4), date FDA received 10/11/2010. This product was being used for treatment, not diagnosis. The following are correction to the voluntary report number (B)(4) submitted by the user facility: reference common device name "product code", the reported product code was erl and the actual product code is haw; reference report sent to MFR, reported "was the report sent to manufacturer? Yes", a review of the complaint data at medtronic navigation (B)(4) and medtronic xomed inc. (B)(4) showed no record of this event being reported by the user facility. There is no unused product from the identified lot number and the actual device involved in the event was not returned. A product analysis could not be performed. The information indicates that there were no adverse patient consequences. We are filing this event as a reportable malfunction since the possibility of death or serious injury cannot be ruled out if this event were to recur.

Event description:
A review of the maude database found report number (B)(4). The event description was "pt in operating room for left functional endoscopic sinus surgery for chronic sinusitis; tip of medtronic m-4 debrider fell apart during surgery. There was no harm to the pt who tolerated the procedure well and was discharged the following day." No adverse patient consequences were reported.